Event description:
A caller reported encountering a cgm error. After troubleshooting, there was no adverse impact to the customer's blood glucose level as the error was resolved. Technical support assisted the caller by providing pump reset instructions, allowing the caller to successfully start a new sensor session.